Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the battery charger/modem exhibited a flash memory failure at bga components u102 and u105 on the ca board. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. The charger/modem also had a defective power supply brick and contamination on the battery pca. The root cause of the defective power supply brick was unable to be positively identified. The root cause of the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.